Manufacturer narrative:
Detailed product information was not provided to bsc. Due to limited information and the lack of initial reporter contact details a good faith effort to obtain the information is not possible. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting undersensing measurements which resulted in false detection of ventricular tachycardia (vt) events. Due to the limited information received, further follow-up to obtain related details was not possible.